Event description:
It was reported that a m. Blue plus (#fx819t) was implanted during a procedure performed on (B)(6) 2025. The patient was readmitted back into the hospital on (B)(6) 2025 with headache, rhinorrhea and scalp bogginess. The reprogrammed shunt after patient was readmitted and received minimal change in the patient's condition. The patient went in for a scan on (B)(6) 2025 to evaluate the shunt but they also setup an or time for (B)(6) 2025 to potentially replace the shunt system. Scans came back (B)(6) 2025 and was determined that there might be a leak around the ventricular catheter. The patient underwent a surgical procedure on (B)(6) 2025. During the surgery, no leak from the ventricular catheter and then determined, it may be coming from the periotoneal catheter but found no leak there as well. The surgeon decided to change out the entire fx819t. A new fx819t was implanted. No patient complications were reported as a result of the revision procedure. No sample for examination. The sample had already been discarded at the hospital.

Manufacturer narrative:
An examination was not possible because the sample had already been discarded at the hospital. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis. Based on the production records, a defect at the time of delivery can be ruled out. The traceability shows that the shunt system was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to malfunction is only possible by an examination.